Event description:
In 2008, the pt reported that the outer tubing of her infusion set disconnected at the luer lock. The infusion tubing had been in used for 5 days. She immediately changed the infusion tubing and did not experience any physiological effects. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod replaced and requested to be returned for eval.